Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion and would not calibrate. No adverse effects were reported.

Manufacturer narrative:
Additional information received at smiths medical 01-aug-2021: no patient involvement with these pumps. No additional information provided. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. The customer stated problem was duplicated. Customer reported problem was verified. Device was unable to calibrate. Dso (downstream occlusion) sensor investigations found it had no higher trigger point alarm. Defective dso sensor and uso (upstream occlusion) sensor were replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.